Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The unit was sent to a conividen service center for repair. Upon triage, a service tech found exposed copper wires on the power cord.